Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported post-implant procedure that the right atrial lead had perforated; the physician concluded that the lead may have micro-perforated during the implant procedure. Pericardiocentesis procedure was performed successfully. It was noted that all lead measurement values were stable and normal. The patient¿s condition following the pericardiocentesis procedure was stable.